Event description:
Customer reported he experienced low blood glucose. He had juice, but the blood glucose level was not coming up. He was treated by the paramedics and was not taken to the hospital. Customer is not currently wearing the sensor because of inaccuracy and constant alarms. Customer stated that he could have been alerted if the sensor would function properly. Blood glucose value was over 40 mg/dl. Customer stated he thinks he treated twice for dinner. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-73062 for the insulin pump.